Manufacturer narrative:
The subject device was returned to omsc for evaluation. As a result of the evaluation on october 26, 2016, omsc confirmed that the probe tip cracked at 12.5 mm from the distal end. There was a scratch around the crack. The coating on the outer surface of the jaw had partially come off. The manufacturing record was reviewed with no irregularities. These types of coating damage and error are most likely related to the operator's technique. Based on the past similar cases, it was known that the coating was partially peeled when the device was scraped by other hard instrument. It was known that the crack on the probe occurred since user output the device contacting with something hard. The probe damage error occurred due to the crack. The instruction manual of the subject device already states. Warnings: if the grasping section, metal-exposed area around it or the probe tip gets filthy during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure. Warnings: do not grasp or let the probe tip contact hard objects such as metal clips, stapler or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity.

Event description:
The subject device was used during an uncertain procedure. A probe damage error occurred during use. It was not reported that whether the device was replaced and whether the intended procedure was completed. There was no patient injury reported. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The evaluation on (B)(6) 2016 confirmed that the coating on the outer surface of the jaw was worn and partially came off.